Manufacturer narrative:
Analysis of the (ins / sn: (B)(4)) found that the ins battery was not in new condition and there was no significant anomalies found. Analysis of the (accy kit / lot: unknown) found that there was no anomaly found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins was at eri and electrodes 5 and 6 were 50 ohms. No further complications were reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3550-29 lot# unknown serial# implanted: explanted: product type accessory analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they had not seen the patient since reporting the issue. The rep noted that the consult and troubleshooting was done in the physician¿s office. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient got the elective replacement indicator (eri) code on her remote but the implantable neurostimulator (ins) hadn't been implanted for three months at the time of the report. The patient was upset and claimed that the ins was defective. The rep ran impedances; electrodes 5 and 6 were short circuited. It was noted that the patient used two programs simultaneously using both amplitudes between two to three each program. The rep also ran group impedances and took out number 5 electrode on each program completely; it was noted that the combination was draining the battery. A replacement surgery was planned but not yet scheduled. There were no further complications reported or anticipated.